Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during dwell 2 of 4. The patient was connected. The baxter technical service representative (tsr) confirmed that the patient disconnected to go to the bathroom and must have forgotten to press stop prior to disconnecting. The tsr reviewed proper procedure with the caregiver (cg) regarding pressing stop prior to disconnecting. The tsr assisted with clearing the alarm and recommended to start over with new supplies. The tsr reviewed the proper procedure per the user manual with the patient. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The registered nurse (rn) stated they were aware of the alarm. Baxter (B)(4) proceeded to explain the cause of the alarm and recommended reviewing proper procedures with the patient. The rn stated she would review the procedures with the patient. The rn stated the patient has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error - air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).